Event description:
When the device was used during a laparoscopic gastric bypass procedure, it fired partially formed staples and it did not complete the firing sequence. Another device was used to complete the case. There was no patient consequence.